Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 78 mm in diameter abdominal aortic aneurysm. It was reported that, approximately thirteen years and seven months post index procedure the patient presented emergently from one hospital to another hospital. The patient presented with distal stent graft migration with a type ia endoleak and an aneurysm rupture. The physician elected to implant an endurant 36x14x102 aui stent graft, endurant 16 limb and coiled the left iliac artery. The event was resolved. Per the physician stated that there was no active fixation resulting in stent graft migration. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.